Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported the patient was cannulated for veno-arterial extracorporeal membrane oxygenation and brought to the operating room for impella 5.5 placement for support due to going into cardiogenic shock. While on support, the patient had bleeding at the swan site. Anticoagulants were withheld, and the patient received blood transfusions. Additionally, high purge pressure was seen on the impella pump. Tissue plasminogen activator was added to the purge and the staff monitored. No further updates were noted.

Manufacturer narrative:
The investigation into the high purge pressure and the access site bleeding - major issues has been completed since the original report was filed. The pump was returned for investigation. The issue was not reproduced during upon testing. However, data logs showed a gradual rise in purge pressure during the case run. Unsuccessful attempts were made by replacing the purge cassette and board after a reported high purge pressure alarm. Purge pressure was gradually reduced likely after administering tpa. The cause of the high purge pressure issue was biomaterial. The cause of the access site bleeding issue was most likely patient condition related, and its likely relation to impella was unknown.

Event description:
Additional information: it was later reported the impella was removed due to a unique slow move towards withdrawing of care. The patient expired. Per the abiomed medical safety office, abiomed does not enough information to associate use of the device with the outcome.